Manufacturer narrative:
(B)(4); three stored episodes treated episodes (episode#3, episode#7, and episode#8 with the sense vector in secondary) were analyzed with smartpass off and on. Oversensing and inappropriate therapy was observed in episode#3 and episode#7 while sensing and therapy was appropriate in episode#8. With smart pass enabled, oversensing and inappropriate therapy was mitigated in both episodes#3 and episode#7. Boston scientific received information from the local representative that a chest x-ray was unremarkable. The device's tachycardia mode is remains off. The patient will be fitted with a lifevest and the patient will be scheduled for system removal and replacement to a model#a219 and model#3401 electrode. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The s-ICD device and electrode were explanted and replacement with an transvenous implantable cardioverter defibrillator (ICD) device and lead system (right ventricular (rv) and right atrial (ra) lead). There were no patient adverse effects as a result of the replacement procedure.

Event description:
This field clinical representative contacted boston scientific's technical services to inquire if smartpass would mitigate delivery of inappropriate shocks in this patient. The technical service's consultant reviewed two episodes. The recorded shock impedance measurements were 169 and 172 ohms respectively. The first reviewed episode was right at the conditional zone rate cut-off at 180 bpm. The morphology of the complex was wide and shock therapy did terminate the arrhythmia into a narrow complex rhythm. The technical services was unsure if the spontaneous arrhythmia was supraventricular tachycardia with aberrancy or ventricular tachycardia. The second episode had smaller, negative and wider complexes. Some of the signals appeared to be less than 0.5 mv. This arrhythmia was successfully terminated. The rate of the arrhythmia was 150-160 bpm but was detected as faster due to oversensing. The consultant suggested that an x-ray should be obtained to verify position due to the higher shock impedance post-shock. The field clinical representative contacted technical service the following day and was planning to upload stored data for review. The field clinical representative want analysis performed to determine if smartpass would have help to avoid delivery of inappropriate shock delivery. A electrode revision procedure is being considered. The patient is not a candidate for a replacement of a transvenous implant procedure. The patient remains in the hospital as the device's tachycardia mode is programmed off.